Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Verzini, fabio, md, phd, febvs et al; "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." Society for vascular surgery 2016; 1-12. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. The article states that a total of 140 patients developed endoleaks at any time during their treatment. Patient outcome was not provided.

Event description:
The total amount of endoleaks described in the article adds up to 156 total endoleaks, however, a single patient can have more than one endoleak in this study. All of the patients with endoleaks are covered within the 156 endoleaks. The 41 type I endoleaks are covered under mw# 1820334-2016-01591. The 104 type ii endoleaks are covered under mw#1820334-2016-01592. The 11 type iii endoleaks are covered under mw# 1820334-2016-01593. This complaint can be closed as all events are covered under those medwatch reports.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). This event is currently under investigation.

Event description:
Verzini, fabio, md, phd, febvs et al; "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." Society for vascular surgery 2016; 1-12 the objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. The article states that a total of 140 patients developed endoleaks at any time during their treatment. Patient outcome was not provided.